Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled "prospective, randomized comparison of cobalt-chrome and titanium trilock femoral stems." Literature article entitled, ¿prospective, randomized comparison of cobalt-chrome and titanium trilock femoral stems¿ by william l. Healy, md., et al, published in the journal of arthroplasty (2009) vol. 24, no. 6, pp. 831-836, doi: 10.1016/j.arth.2008.06.35 was reviewed for MDR reportability. This study demonstrates the efficacy of the cementless trilock (depuy) femoral stem and evaluates and compares the cocr and ti implant materials in patients postoperatively. A total of 390 hips- 199 cocr and 191 ti- were evaluated in this study. The straight, collarless, modular, cementless, porous-coated trilock femoral stem in 11 sixes, modular cocr femoral heads with a highly polished surface fixed with a 12/14 morse taper (387 28-mm and 36 32-mm), 284 duraloc acetabular liners with an ultra-high-molecular-weight polyethylene duracon liner, and 139 pinnacle acetabular cups with a highly cross-linked ultra-high-molecular-weight polyethylene marathon liner were implanted. 15 patients died unrelated to the implants and 15 patients did not return for the follow-up study. In total, 358 patients were evaluated for this 2-5-year study. In the cocr stem group, 1 patient developed a postoperative superficial infection and 1 patient developed a hematoma, both treated with surgical I&d. Additionally, 3 patients experienced postoperative dislocations- 1 treated with closed reduction and two treated with revisions of the acetabular cup and liner and head for joint instability. 14 patients reported postoperative pain with two patients receiving revisions due to pain and implant migration of the femoral stem. In the ti group, 1 patient experience an intraoperative femur fracture treated with cerclage and no further complications. 6 patients reported postoperative thigh pain. No additional revisions or medical intervention was needed for the patients in the ti group. The authors did not specify which patients experienced the above-mentioned harms and interventions. Date of article acceptance 25 june 2008. Country of origin: USA. Author: william l. Healy. Adverse event(s) related to product(s): implant dislocation: hip (head, liner). Implant migration: device movement. Implant loosening: interface-implant to bone (cup). Patient(s) reported harm(s) prior to procedure: surgical intervention, pain, joint dislocation, fracture, infection, hematoma, joint instability.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.